Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: investigation revealed the text on the display screen was dim, faded and pink. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the text on the display screen was dim, faded and pink. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.